Manufacturer narrative:
Analysis found that the customer's complaint of overheating could not be verified due to motor seized. The housing was disassembled and found that all the internal parts including the motor, wheel lock, housing and screws were all severely corroded due to dried saline. The handpiece was beyond repair. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was skipping and getting hot during the procedure; it was not working and I ntermittent. There was no patient impact.